Manufacturer narrative:
The patient should be cautioned to monitor activities and protect the replaced joint from unreasonable stresses and follow the written instructions of the physician with respect to follow-up care and treatment. Upon review of the available information, there is no evidence that this is a device related problem and there is no allegation against the device. Implantation of a total joint could result pain, infection, or loosening of total joint hardware. The most likely cause of the reported event is the patient's activity, in this case, the subcap muscle failed and eventually the joint dislocated with the additional support of the muscle. This device is used for treatment not diagnosis.

Event description:
It was reported that a patient received a revision of equinoxe primary tsa (total shoulder arthroplasty) that was completed in (B)(6) 2016. Upon examination, the subscap (subscapularis) muscle had failed and the joint has subsequently dislocated. The surgeon reported that during surgery to repair the shoulder, the glenoid was rock solid. All implants were removed and an equinoxe reverse tsa was implanted. The patient left surgery in stable condition. This is one of five products involved with the reported event and the associated manufacturer report numbers are 1038671-2017-00139, 1038671-2017-00140, 1038671-2017-00141, 1038671-2017-00142 and 1038671-2017-00631.

Manufacturer narrative:
The contribution of the devices to the experience reported could not be determined as the device was not returned for evaluation.

Event description:
Revision due to dislocation.